Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2025. On (B)(6)2025, it was reported that the patient experienced loss of consciousness. Prior to passing out the cgm reading was around 80 mg/dl. The patient felt unwell and did a fingerstick prior to passing out but could not remember the value. The patient sustained a head injury and bleeding due to the fall, but no further information was reported regarding this. The patient was found unconscious by her grandson and an ambulance was called. A fingerstick was taken by the paramedics, but the patient could not remember any details from that time. The patient could not remember if any treatment was given, but the patient was brought to the hospital. The patient would have been unconscious for about 45 minutes. When a fingerstick was taken at the hospital the cgm reading would have been below 50 mg/dl, the patient could not remember the fingerstick reading. Unspecified tests were done, and the patient was put in a cocoon bed to raise the temperature. No further treatment was reported to be needed and after 24 hours the patient was discharged. At the time of the report the patient stated she was still recovering, but it was understood that the patient was stable. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. It was reported that the cgm readings were 80 points off the patient's usual bg meter readings around the time the patient passed out. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.